Event description:
Caller alleged discrepant results compared with the lab.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at the time complaint was filed: per event details, tests between inratio and lab are done within half an hour of each other. The mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values fall outside the limits for test 3 and 4, so the criteria is not met and the values are discrepant beyond the documented variability for pt/inr testing. This would be subject to strips accuracy testing as part of the complaint investigation. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at the time complaint was filed: see scanned table. The 5.4 inr is not registered on memory. Since test 3 and 4 are not within the confidence limits, strip investigations were performed on strip lot 214535. Investigation results: the allowable difference between the inratio inr's and sysmex inr's are calculated. At least two out of three replicates for both samples for strip lot 214535 are within the allowable bias. No discrepant results are produced on returned and in-house meters. These meet the above criteria, and then no further action is required. Mean calculation from comparison test data provided by end-user revealed reference test values outside of the higher confidence limits in test-3 and 4. Accuracy test was performed on returned meter. Accuracy criteria was met. Meter functional test was performed on returned meter. All testing criteria passed. There is not sufficient info to determine the root cause of end-user's discrepancy. Further testing is not required at this time. No corrective action required as product deficiency was not established.